Event description:
Information received a smiths medical epidural catheter broke inside the patient, the blue tip appeared to be missing approximate 1-3 mm. Patient did not experience an pain or paraesthesia through out. Neuro surgery was consulted and explained an MRI would not change outcome, as tip to small to be seen on an MRI. Patient was asymptomatic and told to follow up with any symptoms related to event.